Manufacturer narrative:
Taper unknown. Device return has been requested, has not been received by apollo to date. Visual examination may determine connector type associated with this report. Follow-up information regarding the CT scan has been requested, no information has been received to date. Device labeling addresses the possible outcome of leak as follows: "unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing." Device not returned.

Event description:
Reported as "patient complained of no restriction of the lap-band. Omnipaque injection showed there was a hole on the lap-band. Lap-band was explanted." Reporter described there being a hole between the port and the connector of the band, reporting "it looks completely cut off, eroded." Further clarification confirmed the entire system was explanted without replacement.